Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for paenibacillus species and bacillus simplex. Olympus performed a visual inspection on the received condition and noted a light stain inside of the biopsy channel near the control body side. A olympus boroscope was used to inspect the biopsy and suction channels. First inspected was the biopsy channel, scrape marks were located near the distal end side, as well as a kink and stain near the control body side. The suction channel was inspected in the same manner, and a large kink was discovered near the scope connector side; however, there were no stains within the suction channel. The distal end side of the bending section cover glue was slightly discolored, and the insertion tube side of the bending section cover glue was open around the edge. The distal end, including the lens glue and nozzle, appear normal. The video scope passed the leak test. On (B)(6) 2021, the olympus endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The ess verbalized to staff how to remove entire scope from water then turn off leak tester and depressurize for a minimum of 30 seconds and observe the bending section contract to its pre-expansion size. Ess also explained to staff members the importance of proper leak testing steps per the olympus reprocessing guidelines. The legal manufacture completed their investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. As evidenced by the ess onsite, reprocessing conducted by the user was deviated from the reprocessing recommended in the instructions for use (IFU); therefore, it is likely the event was caused by insufficient training for staff at the facility on device handling and reprocessing. IFU states on leakage test steps as follows: "1 fill a clean, large basin with the water as described in section 3.2, ¿water (for reprocessing)¿. 2 attach the leakage tester connector of the leakage tester (mb-155) to the output socket of the maintenance unit (mu-1). Turn the maintenance unit on. 3 depress the pin located inside the connector cap of the leakage tester and confirm that air is emitted from the connector cap with a whoosh sound. 4 confirm that both the connector cap of the leakage tester and the venting connector of the endoscope are dry. If not, dry with clean lint-free cloths. Attach the connector cap to the venting connector by pushing on and rotating clockwise until it stops. 5 with the leakage tester attached, immerse the endoscope in the water and observe for approximately 30 seconds while deflecting the bending section of the endoscope by turning the endoscope¿s up/down and right/left angulation control knobs. Confirm that there is no location on the endoscope from which a continuous series of air bubbles emerges." IFU states that insufficient reprocessing enhance risk of infection: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the channel of the evis exera iii gastrointestinal videoscope was routinely sampled twice, and the cultures tested positive for gram-negative rods. No patient infection or harm was reported.

Manufacturer narrative:
The customer provided the reprocessing procedure for the scope. The scope did not fail adenosine triphosphate (atp) testing and was not ethylene oxide (eto) sterilized. The device was not used in between cultures. Olympus acecide was used as the cleaning and disinfectant solution with the endoscope. The minimum effective concentration was checked before each load. The olympus oer-pro was used for the automated endoscope reprocessor (aer). The endoscope channel was being brushed with an olympus single-use combination cleaning brush/bw-412t during manual cleaning. Pre-cleaning was being performed immediately after a procedure. The endoscope was being leak tested with an olympus mu-1 leak tester prior to manual cleaning. No problems were noted with the aer. The last preventative maintenance was on october 22, 2021. The last reprocessing in-service conducted by an olympus endoscopy support specialist was on june 21, 2021. There were no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The endoscope was being stored hanging in a scope cabinet in a closet with a high efficiency particulate air (hepa) filter. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.